Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an svt (supraventricular tachycardia) ablation with a qdot micro¿ catheter and the patient experienced heart block that required temporary pacemaker. The physician was going to prolapse the catheter and ended up bumping the av (atrioventricular) node with the third party sheath causing a heart block. They immediately began pacing from rv (right ventricle) quad catheter in the right ventricle. The medical team paced the patient for about 20-40 minutes they stopped pacing, but the patient had a ventricular escape rhythm. Initially they had full heart block then the patient had a ventricular escape rhythm at a very slow rate. The physician decided to put in a temporary pacer. The case ended. The patient was under observation and monitored overnight. The physician's opinion on the cause of the adverse event was that it was physician's fault. The patient had unique anatomy.